Event description:
During a restorative procedure patient reported to the doctor that he felt his palate had been burned. Doctor stopped procedure and observed a burn to the patients left palatal are approximately 3mm in diameter and a second burn to the left lateral side of the tongue approximately 3x7mm in size. The burns caused severe blanching of the tissue. The procedure was completed with a different handpiece. For treatment of the patients burns he was prescribed a chlorhexidine rinse with instruction for use. The patient has had a follow up since the event and the burns are reported to have healed normally without any requiring any further medical treatment or complications.